Event description:
The guide pin (p050) was gripped by the power instrument and was drilled into the 1st metatarsal phalangeal. Then a 16mm barouk screw was screwed into the position guided by this pin. After the screw has been completely screwed in, the guide pin was pulled out by the reverse of the power instrument. However the distal part of this guide pin was found broken and left inside the bone. Since extracting this small piece in the phalangeal is too traumatic, the surgeon decided to leave it. However when the surgeon proceed to drill the second barouk screw with repeated procedure with another guide pin, it happened again.

Manufacturer narrative:
Quantity 2 pins involved. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.